Event description:
It was reported that right ventricular (rv) lead exhibited loss of capture at high output and high pacing impedance. The lead was explanted and replaced. The patient is in stable condition.